Event description:
It was reported that during an endovascular procedure, the subject flow diverting stent was not fully apposed to the vessel wall from the distal end. Procedure was completed successfully with the subject flow diverting stent. Two days post-procedure patient came up with neurological deterioration hemiparesis with confusion. No additional information available.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during an endovascular procedure, the subject flow diverting stent was not fully apposed to the vessel wall from the distal end. Procedure was completed successfully with the subject flow diverting stent. Two days post-procedure patient came up with neurological deterioration hemiparesis with confusion. No additional information available. Update: received additional information on 27-apr-2023 stated that post procedure the patient had neurologic degradation. Hémiparesy with confusion, memory desorders, confused, walking balance disorders which required treatment, and voiding burns. According to site this adverse event had a possible relationship with the procedure, subject flow diverter stent and possible to disease under study and not related to underlying condition or disease. No additional information available. Update: received additional information on 06-jun-2023 stated that adverse events memory desorders, confused, walking balance disorders which required treatment, and voiding burns have been inactivated.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during an endovascular procedure, the subject flow diverting stent was not fully apposed to the vessel wall from the distal end. Procedure was completed successfully with the subject flow diverting stent. Two days post-procedure patient came up with neurological deterioration hemiparesis with confusion. No additional information available.

Event description:
It was reported that during an endovascular procedure, the subject flow diverting stent was not fully apposed to the vessel wall from the distal end. Procedure was completed successfully with the subject flow diverting stent. Two days post-procedure patient came up with neurological deterioration hemiparesis with confusion. No additional information available. Update: received additional information on 27-apr-2023 stated that post procedure the patient had neurologic degradation. Hémiparesy with confusion, memory desorders, confused, walking balance disorders which required treatment, and voiding burns. According to site this adverse event had a possible relationship with the procedure, subject flow diverter stent and possible to disease under study and not related to underlying condition or disease. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ and 'patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.